Event description:
It was reported that this device entered safety mode and is pending a device replacement procedure to resolve the event. At this time, the device remains implanted and no adverse patient effects were reported.